Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite bronchovideoscope had air and water leakage from the channel, and the image was difficult to see at the display. The intended procedure was completed with the same device, with no procedural delay or patient harm reported. During the evaluation of the device, it was noted that the scope had no image. This report is to capture the reportable malfunction of the missing image noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the compromised image was not confirmed, but the air and water leakage from the channel were. Additional issues were identified during the device evaluation: due to damage on the charge-coupled device, the image was not displayed; due to a pinhole in the channel tube, water tightness was lost; due to a dent on the channel tube, the forceps and the channel cleaning brush could not be inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.